Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with their sensor. Customer's blood glucose level went as low as 40 mg/dl. Customer advised the device gave them a false low and then when they were actually low the reading showed their blood glucose to be higher than it was. Customer calibrated rapidly during changes in their blood glucose level which resulted in the issues patient experienced. Customer was advised to monitor their sensor and call back if issues persist.